Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed that multiple infusions at a rate of 500 ml/hr were programmed on the customer-reported event date of 08-06-2019. There were no infusions programmed at 20 ml/hr or with a volume to be infused of 20 ml. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed the flow rate accuracy test by a small amount, somewhere between 1 and 5 ml total delivery of distilled water for the 20 ml flow rate accuracy test. There was no patient involvement. No additional information is available.